Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to calcification; however, the presence of mononucleated inflammatory elements was found on analysis of explanted valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards european affiliate, approximately three years post procedure, a new aortic valve had to be implanted due valve degeneration. The explanted valve was found to have all the leaflets with degeneration and calcification within the presence of "rare mononucleated inflammatory elements".